Event description:
It was reported that during a da vinci prostatectomy surgical procedure, the prograsp forceps instrument was not recognized by the da vinci system even with numerous attempts of readjusting drapes, connections, etc. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of instrument was not recognized. The instrument could not be tested for recognition because it had zero lives left. Failure analysis investigation also found the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.